Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained lead noise. Upon review, it noted that oversensing of myopotentials may have triggered this alert. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.